Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that rotaburr speed was unstable and the driveshaft broke. The 80% stenosed target lesion was located in the mildly calcified superficial femoral artery (sfa). A 1.50mm peripheral rotalink® plus was selected for use. During the procedure, after treating the first lesion and when entering the second lesion, it was noted that the burr bugged down and the speed suddenly increased from 180,000rpm then went significantly down. When the burr was taken out from the patient's body, it was also noted that it was not spinning. Furthermore, the drive shaft was also noted to be broken. The procedure was completed by using an unspecified balloon. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Updated describe event or problem, device avail. For eval, returned to MFR. On, first name, device returned to MFR., device evaluated by MFR., eval summary attached, method codes result codes, conclusion codes. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the periph rotalink plus device for this complaint. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. There was blood present in the sheath, advancer, housing and drip line. The presence of blood in the devices indicates that there was not a constant flow of saline during the procedure of the device. There was fibers on the coil. The fibers were on the coil 2.5cm proximal of the burr. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states the following regarding the saline flow: ¿never operate the peripheral rotalink plus without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
It was further reported that the drive shaft did not have a visual separation. It was not spinning so it was judged to be broken.